Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 43 mg/dl. Her blood glucose has been low for the past two months. She stated that her sugar was at 110 mg/dl prior to the hospitalization. She was at her doctor's appointment when she passed out at the office. It remains unclear what caused the low. Troubleshooting was initiated to inspect the pump. The drive support cap was normal. The customer's priming technique was reviewed and it was fine. The pump was not exposed to MRI or high magnetic fields. A displacement test was performed and the pump passed. The customer was advised at the time pump was working as designed. No products were shipped or returned, and the customer's current blood glucose was 138 mg/dl.